Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the helix of the right atrial (ra) lead could not be retracted during implantation procedure. The ra lead was removed and replaced. No patient complications have been reported as a result of this event.